Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Effective stimulation was restored post-operative.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation after she underwent surgery in (B)(6) of 2017. The company representative was unable to establish communication with the ipg despite multiple attempts. At this time, additional troubleshooting will be performed to address the issue. Note: the reason for surgery in (B)(6) of 2017 is unknown at this time.